Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that right atrial (ra) lead undersensing was observed during the episode classified as sinus tachycardia (st) which allowed the cardiac resynchronization therapy defibrillator (crt-d) to stop withholding therapy and detect ventricular tachycardia (vt).

Event description:
It was reported that a cardiac resynchronization therapy defibrillator (crt-d) patient is deceased. Review of historical data from the device showed that on the date of death, the patient experienced a dual-tachyarrhythmia where the atrial and ventricular events were disassociated with unstable atrial rates but stable ventricular rates. The episode data indicated that the rhythm was initially classified as sinus tachycardia, delaying detection of the ventricular tachycardia (vt) and subsequent therapies.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.